Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that a patient received an alert for high hv lead impedance. An electrical issue with the rv coil was noted, but x-ray revealed no anomaly. The lead was capped and replaced on (B)(6) 2016. The patient was stable.